Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with duplicate words on the screen was confirmed and reproduced during product evaluation. The assignable cause of the reported problem was a faulty, double main display. The main display was replaced in order to correct this condition. This is involving a pump with software version 5.04.00 which is categorized as unremediated.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with duplicate words on the screen. It is unknown when this event occurred. This condition has the potential to cause an interruption of delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version is unknown at this time.